Event description:
On september 9, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cx volumetric infusion pump single channel in which failure code 810:11 occurred during programming/set up. The reported condition occurred in the neonatal intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)

Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed in the event history. Failure code 810:11 was cause by an out of calibration air-in-line printed circuit board. The air-I n-line printed circuit board was calibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. The physician assistant kept pushing the black valve down and it kept pushing. She finally put her finger on the valve while harvesting and was able to complete the procedure using the same device. The hospital did not report any patient complications.